Event description:
Customer reporting 2 false negative sars results. Customer states the tests were taken 10 days apart with the first test taken when they had been symptomatic for 2-3 days. Results were sars positive by doctors' office test (method unknown). Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.